Manufacturer narrative:
Additional info: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the blood flow and flushing was performed during procedure, a leak was observed at the extension tube (which was between the hub and the luer adapter on red port) near the adapter. It was mentioned that the leak was on the extension tube. There was no visible crack observed at the bifurcate and no other defects/damages found on the product where the leak was observed. The catheter was not repaired and betadine was the cleaning agent used on the device and adapters. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use and the lumens were flushed prior to use which had a normal result. No other products utilized with the device. The patient was treated under local anesthesia (la) and the anesthesia time was not extended by greater than 30 minutes. The defective catheter was explanted and replaced with a new catheter on the same day of the event to resolve the issue and the procedure was completed. There was blood loss of approximately 10 ml and blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the blood flow and flushing was performed during procedure, a leak was at the bifurcate and was observed from hub to the luer adapter on red port. The catheter was not repaired and betadine was the cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. The defective catheter was explanted and new catheter was placed. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a cut in the cannula of the device where it met the y-hub. When a leak test was performed, air escaped from the cut when introduced through the arterial luer adaptor. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the blood flow and flushing was performed during procedure, a leak was observed from the hub to the luer adapter on red port. It was mentioned that the leak was on the extension tube. There was no visible crack observed at the bifurcate and no other defects/damages found on the product where the leak was observed. The catheter was not repaired and betadine was the cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use and the lumens were flushed prior to use. No other products utilized with the device. The patient was treated under local anesthesia (la) and the anesthesia time was not extended by greater than 30 minutes. The defective catheter was explanted and replaced with a new catheter on the same day of the event to resolve the issue and the procedure was completed. There was blood loss of approximately 10 ml and blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.